Manufacturer narrative:
Follow-up submitted revising the executive summary with additional information stating the nurse was reportedly treated in the emergency room for a bruise on the foot.

Event description:
It was reported via repair work order that the nurse allegedly ran over her foot while unsetting the brakes. The unit was evaluated and no malfunction or defect was found. The nurse was reportedly treated in the emergency room for a bruise on the foot.

Event description:
It was reported via repair work order that the nurse allegedly ran over her foot while unsetting the brakes. The unit was evaluated and no malfunction or defect was found. The nurse was reportedly treated in the emergency room, but the severity of the alleged injury is not known.